Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit screen keeps turning off and to use it again, it has to be restarted. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was not reproduced. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.